Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Event description:
It was reported that during the implant attempt the lead had high and varying impedance at different positions in the right ventricle. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.